Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended continuing to monitor the system as there wasn't any reproducible noise with isometrics/pocket manipulations. This ICD and rv lead remain in service. No adverse patient effects were reported.